Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4) , implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a175, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a175, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 97792, lot # n537881, product type accessory; product ID 97792, lot # n537881, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient.

Event description:
The healthcare provider and a manufacturer representative reported that the patient had pain and burning at their left implantable neurostimulator (ins) site. They were feeling ¿hot¿ all over inside and the device was not helping their pain. The patient was seen on (B)(6) 2015 and was getting pain relief but still had procedural pain from the implant surgery. Adaptive stimulation was activated on (B)(6) 2015. The patient was seen by a manufacturer representative on (B)(6) 2015. Impedance checks on both devices were within range. The cervical ins was turned off to reprogram the back ins only. The patient continued to experience pain, pressure, and shocking at or near the ins site. The patient felt like they were "heating up¿ on the inside. A high frequency program was tried which resulted in no pain at the ins site but did not take care of the normal pain and they still felt ¿hot¿ on the inside. The thoracic ins was turned off and the cervical unit was reprogrammed. The patient did not have pain at the right ins site which was their cervical ins when the device was turned on. The patient felt stimulation in their neck and arms while reprogramming. The ins wa s turned off because the patient was experiencing a migraine. They were instructed to turn the cervical ins on when they felt better and were migraine free to evaluate how the system was working. These issues started after the patient was allowed to remove their back brace from after surgery. This was approximately 6 weeks post-op. The patient noted that they had experienced seizures the week prior to (B)(6) 2015 and another over the weekend prior to the report. The patient had both of their stimulators on during the seizures but later turned them off. The last episode of a seizure occurred when the units were off. The patient had an MRI of their head to rule out a new tumor and it was negative. The patient had a history of brain tumor, migraines, and seizures. Both units were off and the patient was sent for x-rays to check the leads. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: spinal pain.